Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the dorado pta balloon. During the procedure, it was reported that the dorado pta balloon allegedly could not be expanded. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, the device was loaded onto an unknown guidewire and connected to an unknown inflation device. The guidewire was fully loaded within the pta catheter extending out the distal tip. The inflation device had liquid within. No anomalies noted to the pta catheter. During functional testing, the returned inflation device was used to inflate the device to nominal pressure, and water was noted to be leaking from the proximal balloon joint. Break was noted at the proximal glue joint. An attempt was made to remove the loaded guidewire but was not successful due to dried blood and causing the high resistance. No other functional testing was performed. Therefore, the investigation is confirmed for the reported inflation issue and identified break as a break was noted at the proximal glue joint due to which the balloon would have been unable to be inflated. A definitive root cause for the reported inflation problem and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.